Event description:
It was reported that a balloon rupture occurred. The target lesion was located in the severely calcified popliteal artery. A 3.0mm x 30mm x 143cm nc quantum apex balloon catheter was advance for dilation. During the procedure, the balloon ruptured upon first inflation at 10 atmospheres. The procedure was completed with another of the same device. There was no patient complications noted as a result of this event.